Event description:
It was reported that the user experienced hypoglycemia to 40 mg/dl after prior hyperglycemia up to 300 mg/dl, with subsequent readings improving to 104 mg/dl after oral glucose and juice; the user¿s representative completed low blood glucose troubleshooting, noted prior delayed meal announcement, recent physical activity, and inability to sync data remotely, and confirmed the device does not deliver insulin during lows. Symptoms included low blood glucose without loss of consciousness or other acute complications. Outcomes included transient impact requiring self-treatment with oral carbohydrates and no medical intervention or hospitalization. Investigation included customer interview, troubleshooting, and review of use conditions. Investigation of this case revealed no device malfunction identified and that hypoglycemia followed a correction dose in the context of inactivity and prior hyperglycemia, with potential contribution from delayed meal announcement and physical exertion. It was concluded that the event was consistent with hypoglycemia of unclear cause with user and situational factors considered. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.